Event description:
It was reported that undersensing and the delivery of inappropriate antitachycardia pacing (atp) were observed on the device. The patient was stable and will continue to be monitored. Additional information was requested but was not available.